Manufacturer narrative:
Clarification to d.4. Device information: serial, lot, and catalog numbers provided for both sides, but information is not populated as the affected side of the rupture is unknown. Left sn: (B)(6); left lot: 2952383; left catalog: n-tsf485. Right sn: (B)(6); right lot: 2952323; right catalog: n-tsf520. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. The device remains implanted.

Event description:
Healthcare professional later reported "the left is the implant in the syringe" referring to image of ruptured implant. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: a review of the device history record has been completed. No deviations or non-conformances noted. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.